Event description:
Approximately 15" into diagnostic arthroscopy, using pump machine, alarm sounded. Outflow tubing found off and turned on. Machine continued to alarm. Sensor balloon found deflated. It was disconnected, reinflated and reattached. Pressure found to be 451. Pump turned off. Exam of right lower extremity revealed swelling. Procedure aborted and fasciotomy performed.